Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the physician cut her finger while attempting to open the box. This affected the sterility of the package.

Manufacturer narrative:
Final analysis found that the clips on the battery cover were misshapen.